Event description:
Caller reported multiple daily occlusion alarms the past week. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by clearing the alarm and resuming insulin therapy, with a plan to use manual injections and change supplies if the occlusion persisted, continuing to use the pump for insulin therapy.